Manufacturer narrative:
The reported event was patient death, and the product was returned. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.

Event description:
It was reported that a patient passed away. The cause of death was systolic heart failure. It is unknown if the implantable cardioverter defibrillator caused or contributed to the patient's death.